Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the none of the buttons on the insulin pump's keypad were working. The customer's blood glucose was 81 mg/dl. The customer confirmed the issue did not result in a serious injury or hospitalization. The customer did not recall any significant events leading to the keypad issues. The customer was advised that their insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per healthcare provider's instructions. The customer was informed the device would be replaced. The customer did not return the product for analysis.